Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism. The following information was provided by the initial reporter: "safety device comes off of the needle when cap is removed, doesn¿t appear to be adequately adhered to the needle assembly."

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism. The following information was provided by the initial reporter: "safety device comes off of the needle when cap is removed, doesn¿t appear to be adequately adhered to the needle assembly."